Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 3007963827-2021-00325.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 3007963827-2021-00325.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03430, and 0001822565-2021-03431. Date of event: unknown date in (B)(6) 2019. Explant date: unknown date in (B)(6) 2019. Therapy date: unknown date in (B)(6) 2019. Medical devices: unknown persona tibial insert catalog#: ni lot#: ni. Unknown persona tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately two months post implantation due to pain, swelling, instability, diminished range of motion, difficulty ambulating, and possible infection. All implants were removed and an antibiotic spacer was implanted. Attempts have been made and no further information has been provided.